Event description:
International affiliate reported that a patient adapter on a transfer set separated from a titanium adapter. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate that the reported event of a patient adapter on a transfer set separating from a titanium adapter was not confirmed during evaluation, therefore, the root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.